Event description:
The customer reported high blood glucose and insulin pump had off no power. Troubleshooting was done for off no power. Customer's blood glucose was 600 mg/dl. Customer treated high blood glucose with insulin pump. The customer changed the battery and will monitor the insulin pump. Customer mentioned no delivery alarm but unable to troubleshoot due to she was at work. Customer will do a complete set change when she gets home and will call back if needed. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).